Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition, caused by the device's system board. The system board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failure was found to be u3 flash corruption.